Event description:
It was reported that the patient alert was triggered due to high atrial lead impedance. It was also reported that lead impedance has been unstable and varying. The physician changed the lead settings and will evaluate the patient during the next visit. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.